Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up confirmed that there was no issue noted on the 2008t hemodialysis (hd) machine. The machine is current in service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The clinical manager at the user facility reported that a blood leak occurred approximately 1 hour after the patent¿s hemodialysis (hd) treatment was initiated. Blood was visible leaking from the segment of bloodline tubing that comes into direct contact with the blood pump. The blood within the extracorporeal circuit was returned to the patient. The patient¿s estimated blood loss (ebl) was noted as being approximately 15 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient did not complete their hd therapy as a result of this event. A fresenius dialyzer was in use during the hd therapy. A fresenius 2008t hd machine was in use during the event. No machine alarm was generated prior to the event. No damage or defects were visible to the bloodline or its packaging. The bloodline was returned to the manufacturer for evaluation.